Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a second valve, a 23mm transcatheter bioprosthetic valve was implanted using a valve-in-valve procedure. Our records list a 23mm aortic pericardial valve had been implanted in the aortic position approximately twelve (12) years prior to this event. Through follow up with the healthcare provider, an operative report for the above intervention indicated the patient had undergone re-aortic valve replacement and mitral valve surgery in 2010 due to stenosis. At the time of explant, the implant duration of the edwards valve was seven (7) years, five (5) months and five (5) days. Both the aortic bioprosthesis and the mitral valve had been replaced with non-edwards valves. It was noted that, at the time of the aortic valve explant in 2010, the procedure was complicated by heparin-induced thrombocytopenia. It was also learned that the patient is allergic to heparin.

Event description:
The surgeon indicated that this procedure was complicated by heparin-induced thrombocytopenia, a complication of heparin therapy related to the surgical procedure and not to the edwards device.

Manufacturer narrative:
Method: # device was not returned. The device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The 23mm aortic valve was implanted for approximately six (6) years. If implanted, give date: (B)(6) 2004. Operative note indicated that the valve was implanted in 2004.